Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/25/2024, it was reported by a sales representative via email that an ar-3636 knotless 1.8 fibertak shaft bent about one centimeter from the tip. Nothing ended up breaking. The surgeon drilled through a curved guide from an ar-3610ctc curved fibertak kit and was careful to keep the guide steady so as not to lose the drill path. When the assistant malleted the anchor down, it stopped before it was all the way down. The inserter was removed, and it was noticed the shaft was bent. The case was completed using another ar-3636 knotless 1.8 fibertak through a newly drilled bone hole. The case was delayed about five minutes. The patient was not affected. This was discovered during a labral repair procedure on (B)(6) 2024.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.